Manufacturer narrative:
Analysis confirmed the reported event, the flex cable between the screen and main processing unit board was broken. The floppy drive was not working, the release pin from the connector socket cardbus was broken. It was also noted that there was a deviation between the stylus and the cursor on the screen, a stylus calibration did not solve the problem, so the touchscreen was replaced. Software errors were noted in the software update history. Also, during final functional test there was a link electronic module (lem) circuit board related failure, so the lem board was replaced. Also, the flex cable, floppy drive and connector socket cardbus parts were replaced.

Event description:
It was reported that the programmer screen was totally black and nothing was coming on the screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.